Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Addition investigation was completed on the fenestrated bipolar forceps (fbf) instrument. The instrument was found to have the conductor wire broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The wire was full broken, and the conductor wires were exposed. The other end of the broken wire was found to still be attached within the yaw pulley, indicating that the break was not a result of a crimping failure. The instrument failed the electrical continuity test. The instrument has 9 remaining uses out of 14. It was observed that the insulation of the broken conductor wire exhibited indentation damage which may have contributed to the breakage of the damaged insulation can result from mechanical impact, such as accident drops of the instrument or inadvertent collisions with other instrument or hard surfaces during handling or usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was checked before use, the cable was completely broken after the procedure. There was no loss of cautery associated with a broken cable, and there was no sign of thermal damage at the point of breakage of the conductor cable. It is unknown whether the instrument collided with another instrument during the operation and whether the operation was completed with a replacement instrument or with the same instrument. No photographs of the instrument or a video recording of the procedure are available to the isi for review. Isi received a da vinci product to perform failure analysis testing. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument black wire was torn off. There was no report of patient involvement.